Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 310 (mg/dl) following a button alarm. It was also reported that the customer experienced a low bg level of 51 (mg/dl) earlier during the day. Reportedly, the customer believes stress and dental procedures contributed to their low bg levels. An injection was delivered to address elevated bg levels and juice was consumed to address low bg levels. The customer was advised to keep items from pressing against the button and resumed insulin delivery. Recommendation was made to consult with a health care provider to discuss diabetes management.